Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing backup battery (ebb) faults with disconnection of the black lead at home. When the patient was connected to the power module and the black lead was disconnected, an ebb fault alarm appeared on the system controller for a few seconds and then a connect to power alarm appeared. This was recreated in the clinic multiple times. The system controller was exchanged. Log files were submitted for review and captured backup_battery_fault alarm flags associated with (f34) ebb_circuit_fault power fault flags each time the black power lead was disconnected.